Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had 7 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.6 software. The device calibrated correctly. A smart reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was not recognized as smart. The adapter was disassembled, and damage to the single use loading unit (sulu) ID contacts was found. It was reported that the knife blade was difficult to retract and the instrument locked onto tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged sulu ID contacts. The most likely cause co uld not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:n5a1758y), sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after firing, the device failed to retract and the device jaw did not open. The jaw was manually opened using the manual tool, and a different powered stapler set was used for the subsequent fire. No patient complications have been reported as a result of this event.